Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the vessel became occluded and the device became stuck on the guide wire. A jetstream xc atherectomy catheter was selected over a .014 thruway wire for an atherectomy procedure in the superficial femoral artery(sfa). The guide wire was placed in the anterior tibial artery, the catheter was placed and used on the first of two lesions, the more proximal one which was a "short focal lesion with eccentric plaque." Two passes blades down and two passes blades up with rexing in between was performed. A run with contrast was done and "everything was fine." The second lesion was then treated; one pass blades down, then on the second pass blades down "there was no blood coming out of the waste pipe." The physician "rexed back to healthy vessel and ran the catheter again. No blood." A contrast run was performed and showed occlusion of the healthy vessel between the two lesions. The physician tried to retract the catheter off of the wire however, "it clamped down so the whole system was removed." The vessel was accessed again with a non-bsc guide wire and straight catheter. Another contrast run showed to have no occlusions in the sfa, or more distally and the "jetstream had done its job." A new thruway guide wire and jetstream catheter were utilized to complete treatment on the second lesion, "one pass blades down and two blades up with a great outcome." The patient's status was reported as "stable."

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. (B)(4). Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual and tactile analysis noted no irregularities on the shaft of the device. The inner shaft did not have a guide wire inserted when returned; however, a guidewire was inserted into the device without any effort. A .014 diameter pin was put into the tip of the device to check for the correct size of the lumen. The pin passed through with no hesitation or restriction. Functional analysis was done by completing the aspiration testing of the device per the test procedure. Test result showed that the device did perform as designed per the test procedure specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that a contrast run was done through the sheath with the catheter in place straight after treatment. Under fluro there seemed to be stasis of the blood around the area of treatment. The catheter was removed from the patient and another contrast run was done immediately. This run showed complete patency, no stasis and no emboli anywhere in the leg, even below the knee. We were unsure if it was spasm that caused this, but there was nothing clear. No further patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual and tactile analysis noted no irregularities on the shaft of the device. The inner shaft did not have a guide wire inserted when returned; however, a guidewire was inserted into the device without any effort. A .014 diameter pin was put into the tip of the device to check for the correct size of the lumen. The pin passed through with no hesitation or restriction. Functional testing of the device showed the device functioned in forward and reverse modes as designed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the vessel became occluded and the device became stuck on the guide wire. A jetstream® xc atherectomy catheter was selected over a .014 thruway wire for an atherectomy procedure in the superficial femoral artery(sfa). The guide wire was placed in the anterior tibial artery, the catheter was placed and used on the first of two lesions, the more proximal one which was a ¿short focal lesion with eccentric plaque.¿ two passes blades down and two passes blades up with rexing in between was performed. A run with contrast was done and ¿everything was fine.¿ the second lesion was then treated; one pass blades down, then on the second pass blades down ¿there was no blood coming out of the waste pipe.¿ the physician ¿rexed back to healthy vessel and ran the catheter again. No blood.¿ a contrast run was performed and showed occlusion of the healthy vessel between the two lesions. The physician tried to retract the catheter off of the wire however, ¿it clamped down so the whole system was removed.¿ the vessel was accessed again with a non-bsc guide wire and straight catheter. Another contrast run showed to have no occlusions in the sfa, or more distally and the ¿jetstream had done its job.¿ a new thruway guide wire and jetstream catheter were utilized to complete treatment on the second lesion, ¿one pass blades down and two blades up with a great outcome.¿ the patient¿s status was reported as ¿stable.¿